Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The initial device code (loosening of implant not related to bone-ingrowth) is being corrected to capture the updated code which is loss of or failure to bond.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent left knee arthroplasty due to degenerative arthritis. The surgeon reported no intraoperative complications. All attune products and smartset cement x 2 were utilized in the procedure. Doi: (B)(6) 2014. Dor: unrevised. (Lt knee).